Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During access, the physician attempted to stick the guide wire through the needle and felt resistance. The needle and guide wire were withdrawn and the physician noted that the guide wire was fractured. No adverse effects to the patient were reported as a result of this product problem.